Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead helix could not be screwed back in after being screwed out. The pacing lead was not implanted. No patient complications have been reported as a result of this event.